Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent dislodged from the delivery system. The approximately 90% stenosed target lesion was located in the non calcified and severely tortuous mesenteric artery. The 6.0x18mm express sd stent delivery system (sds) was advanced into the patient, but was unable to cross the lesion. The device was removed and pre-dilation was performed with an unspecified balloon. The express sds was then reinserted and advanced to the lesion. The guide catheter needed to be reseated and while pulling the sds back to do this, the stent dislodged from the delivery device, but remained on the guide wire. The stent was then retracted to the external iliac artery where it was deployed with an unknown coronary balloon. The procedure was rescheduled for the next week as the physician wanted to re-attempt through the patient's arm. There were no additional patient complications reported and the patient's status is fine.